Event description:
On (B)(6) 2009 the pt reported that over the last month she has noticed "wetness" in her insulin infusion device. She stated that during the change the cartridge process her device piston rod is slow to return and it sometimes takes several attempts before it returns. She said that today during the cartridge change process, she received an e10 (cartridge) error before the piston rod fully returned. To troubleshoot, the patient was instructed to insert a battery but the piston rod did not return. The patient has not been attaching the tubing and adapter to the cartridge prior to inserting the cartridge into her device. She was advised to do so. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced a requested to be returned for eval.